Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal little pieces of the tampon would come off as it unraveled. She experienced an itch, odor and discharge. She went to the doctor and was diagnosed with bacterial and yeast infections. She was prescribed flagyl and yeast pills. She reported she had been going to the doctor regularly for two years because of our tampons. She stopped using the tampons and her infections resolved.